Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer. A system check could not be performed by tandem technical support as the occlusion occurred in the past.